Manufacturer narrative:
Two pictures were reviewed. The reported event of tubing detached was confirmed. The two pictures showed the pressure tubing completely detached from sampling site. Blood residues were evident at the pressure tubing. No other visible damage or defect was observed from the kit. A supplemental report will be sent if further investigation confirms any manufacturing related non-conformances. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As evaluated from the provided images, the pressure tubing was found completely detached from solvent bond joint with proximal sample site. Based on the assessment of the root cause, it is considered that this issue could be related to personnel error associated to improper execution of bonding process. This could be a result from excess of solvent. A personnel notification was performed, and the condition will continue being monitored through the complaint system for further occurrence.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use in patient, of this truwave kit with vamp plus, the line came apart at a location on the tubing (at sampling port) that should not be able to be disconnected while drawing blood off of an arterial line. There was no allegation of patient injury reported. The device was available for evaluation. Patient demographics are not available.